Event description:
Hamilton g5 with "panel disconnect failure". Vent frozen, pt immediately removed and bagged manually. Vent replaced, pt with no adverse events due to vent failure. FDA safety report ID# (B)(4).